Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that in the middle of an unspecified procedure during the measurement of shunt flow volume, the system sporadically used the old diameter values for calculation. This led to wrong measurements. The flow was measured a 2nd time and there's been some variation observed; however, it was reported that the patient's procedure was completed with the same system. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
The reported complaint was investigated and the siemens clinical applications specialist stated that this issue is not a device malfunction but a customer training issue. The system is working as designed. The user must end the first measurement to get the correct results. If the first measurement is not completed by setting the second caliper, then the next measurement will go to that caliper. The customers started using a different preset and confirmed that the issue is not recurring anymore.